Manufacturer narrative:
The investigation determined that the customer cleaned the fors head, drop detector sensor, pipette locator, adjusted the led's, and obtained a new lot of glucose slides before company involvement. An ocd field engineer observed a transfer malfunction code which indicates a slide jam. The engineer replaced the pressure pad, changed the white reference plug and updated the white and black correction factors and obtained acceptable qc results. Due to the multiple activities performed on this analyzer, the root cause of this event is unknown.

Event description:
A customer reported observing biased glucose results for patient samples. Biased results of this magnitude may result in inappropriate physician action. There was no report of patient harm as a result of this event.